Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion set cannula was kinked events. The event 1 occurred on (B)(6) 2024, event 2 on (B)(6) 2024, event 3 on (B)(6) 2024, event 4 on (B)(6) 2024, event 5 on (B)(6) 2024. The events occurred within 3 or more hours of insertion. The infusion sets had been used for few hours. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.